Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. On (B)(6) 2013 the device was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed the complaint of diagnostic anomaly. The device event histograms was cleared prior to analysis.